Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler did not aspirate positive control and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.